Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, customer had three faulty sensors. The needle broke every time on insertion. Customer's blood glucose was unknown. Customer is not returning the sensor for analysis.